Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Hospital stated: we had a PICC line with 2 micro tears at the 11 and 12 cm markings. Noticed that the bed was wet next to the baby. Nurse pulled the line and noticed 2 micro tears. We saved the PICC. It was a 1.9 fr PICC used.